Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was electrically continuous. Visual examination identified a fracture that was located approximately 25 millimeters from the terminal pin. The electrode was confirmed to be curved in the area of the fracture and an indent/crease with surface abrasion was noted at this location. Laboratory analysis confirmed the fracture and curve correlated to where the electrode existed the device header.

Event description:
It was reported that analysis of this product was completed.

Manufacturer narrative:
(B)(4) used to capture the reportable event of surgery.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of inappropriate shocks in two separate episodes. Technical services (ts) discussed troubleshooting options including obtaining an x-ray to review the electrode connection to the device header. The noise was unable to be reproduced. Surgical intervention was undertaken. Upon opening the device pocket, a sharp bend was noted in the electrode where the electrode exited the device header. The device and electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.